Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Endoanchors were implanted. It was reported that there was a type ia endoleak noted which required aptus endoanchors to be used as well as a 16x20 endurant ii limb. There was no endoleak present at the end of the procedure. It was also reported that there was a cardiac event increased blood pressure post operatively (hypertension). The patient was given medication. The investigator assessed the event as related to the procedure. The patient recovered from this event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.